Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell. A microscopic analysis was performed which identify, a sharp edge broken assessed, as unidentified tear broken. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the patch/shell bond edge side assessed, as unidentified (tear) opening.

Event description:
Healthcare professional reported, a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.